Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 200mcg/ml gablofen at 494.7mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient's pump was empty. It was reported that the low reservoir alarm occurred on (B)(6) 2017 and the empty pump occurred on (B)(6) 2018. The patient was asymptomatic. No further complications were anticipated/reported.